Event description:
The patient reported pain and uncomfortable sensations at the lead incision site. The physician has decided to revise the system and will implant the pt with a new advanced bionics spinal cord stimulator.